Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump calculated the bolus incorrectly a few times. The patient stated she does not deliver these boluses when she knows they are not correct. The patient stated she would program the bolus a second time and the bolus was correct. The patient stated that she was blousing from the meter because the pump bolus is incorrect. This report is made based on the allegation of the history settings.

Manufacturer narrative:
(B)(4): an ezbg bolus was performed with actual bg's set and the pump correctly calculated the total units. A normal 10 unit bolus and 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. There was no defect found; unable to duplicate the complaint during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.